Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call of pump error alarm. Although the patient was told to perform reset, it seemed that the alarm rang at night. Alarm rang at 4 am. The patient was told to measure the blood glucose value, and it was confirmed that the blood glucose value was 414. The patient was told to deal with the blood glucose. The patient was told that the person in charge would be informed because repair and inspection of the pump might be performed. And the patient was also told to switch to take an alternate plan. The product was returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Power error due to connector resistance issue.